Event description:
Per the audiologist, the patient did not show any auditory response when the cochlear implant system was activated. Results of an integrity test showed the device was functioning. A CT scan (date not reported) showed the patient has a mondini deformity. A repeat CT scan and an MRI (date not reported) determined there is "mostly hypoplastic nerve on both sides" of the patient's cochlea. Based on this, reimplantation is being questioned by m.d. As of early 2009.

Manufacturer narrative:
This type of event is addressed in the device labeling.

Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B) (6) 2010, and the patient was reimplanted with another device during the same surgery.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self test. Complainant indicated that there was no pt involvement in the reported malfunction.